Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to broken hips, possibly diabetes related. Customer's blood glucose at time of 911 call was unknown. The customer was admitted to the hospital. The customer cause of 911 call was broken hip. The customer was in rehab facility trying to let her heal and get strength up. Customer was wearing the pump at the time of 911 call. Customer stated this was diabetes related but may not be directly.